Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor was fractured and had blood/body fluid present (not obstructed), and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which also exhibited cosmetic environmental stress cracking. A white substance was present on the exposted defib coil. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing, noise, and increased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.